Event description:
It was reported that the right ventricular (rv) lead had high impedance, high threshold, diminished r-waves, and noise. The noise was not reproducible with isometric testing or pocket manipulation. Lead fracture was suspected. The patient will be monitored and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.